Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went through an MRI scan without the healthcare professional knowing they had a pacemaker. Device remains in use. No patient complications have been reported as a result of this event.